Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011; 5086mri52 lead, implanted: (B)(6) 2011; c4tr01 ipg, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had no capture, high thresholds, had noted both high and low pacing impedance, and had a possible fracture. It was also reported that right atrial (ra) lead had high thresholds and low sensing. During an attempted laser extraction, the lv lead broke and the distal quarter on the lead was left in place. The ra lead was extracted and replaced. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.